Manufacturer narrative:
The device was returned for investigation. A visual examination and functional testing of the device was performed. The visual examination confirmed that the suction was clogged with tissue and the electrodes were bent. Once the tissue clogging was removed, the functional testing established that the wand was in operational condition. The wand fired in saline, and the saline and suction were functional. A lot history review was also performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The root cause of the wand malfunction was determined to be a suction failure due to tissue clogging the suction line.

Event description:
During a tonsillectomy using an evac 70 xtra with integrated cable, the surgeon removed the wand from the surgical area and noted that the wand smoked and sparked when he was activating it over the mayo stand. It was noted that the system was clogged and would not suction water. The initial reporter stated that the wand may have been clogged with tissue, which may have caused the smoke and sparks. The surgeon then changed the suction and wand, and the device functioned properly. The coblator unit and wand were immediately removed from service and sent for evaluation. No surgeon or patient injury resulted from the event.